Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large previously ruptured (within last 12 months, but fully recovered) aneurysm measuring 12mm located in the right m1/m2 bifurcation. The patient's anatomy was normal in tortuosity. The patient's pru (p2y12) level was believed to be 235. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (2.50mm x 16mm) was placed within the m2 branch that extended down into the m1 segment. The pipeline deployed and opened beautifully. The physician decided to go up with a scepter 4 x 10 balloon (microvention) to dilate the pipeline several times even though there was no evidence of the pipeline not opening all the way. As the physician dilated the pipeline several times with the balloon, the m2 vessel ruptured. The patient was on anticoagulants and there was no way to stop the bleeding and subsequently, the patient expired. The death was ruled as procedure related.